Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's friend reported that on (B)(6) 2016 at approximately 6:00 pm customer's adc blood glucose meter would turn on with button press, but not with test strip insertion. Caller further reported that at around 6:25 pm customer experienced a loss of consciousness, but when caller attempted to use the meter, it would not turn on. Caller gave customer some orange juice to drink. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter (B)(4) was sent for further investigation with retained test strips (B)(4) . The de-cased meter was visually inspected and a bent pin was observed in the strip port. No contamination was observed within the strip port. The meter consistently powered on when three test strips were inserted into the meter and all pins made contact with electrodes. The complaint is not confirmed.

Event description:
Customer's friend reported that on (B)(6) 2016 at approximately 6:00 pm customer's adc blood glucose meter would turn on with button press, but not with test strip insertion. Caller further reported that at around 6:25 pm customer experienced a loss of consciousness, but when caller attempted to use the meter, it would not turn on. Caller gave customer some orange juice to drink. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1600612) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
Upon investigation the meter was disassembled and a raised pin was observed in the strip port. The pins located in the strip port align with the electrodes on the test strip, and therefore if one of the pins is bent or raised, the test will not be conducted. A bent pin is most likely due to the customer inserting a bent test strip. No additional issues were identified during extended product investigation. Label copy instructs users to call customer service if the test does not start after applying the blood sample to the test strip. This is a final report.